Event description:
The customer tested his blood glucose using his contour ts meter and received readings of 95 and 100 mg/dl. His glucose was retested using another meter and those readings were 235 and 236 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.